Event description:
Instrument was returned for repair only. Upon receipt, it was noted that the device had a piece broken off and missing from the tip. Contact stated that device had broken during use, but that the piece was retrieved with no pt injury resulting.